Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed by fluoroscopy. All lead measurements were normal. Physician elected to keep the lead implanted and monitor it. Based on the review of the diagnostic images provided to st. Jude medical, the conductors appear to be externalized.